Event description:
A male patient of, unknown age and weight (reportedly obese), underwent an uncomplicated coronary procedure in 2008. The physician, trained to the mynx device, performed a pre-procedure femoral angiogram and assessed that the cfa was suitable for closure. Hemostasis was achieved successfully with the mynx. Post discharge (exact date unknown) the patient complained of claudication and underwent a secondary angiogram the following month, revealing an occlusion of unknown etiology with sluggish flow at the proximal sfa and profunda bifurcation. At that time, a 7f sheath was inserted and a thrombectomy was performed to restore flow to the sfa. There was still some minor occlusion at the profunda, however, not flow limiting and no further intervention performed. The patient tolerated the procedure well and was asymptomatic upon discharge. The patient returned for follow-up ultrasound in 2008, with improved blood flow. Patient is reportedly fine and no other follow up is known.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of this incident is unknown. The patient has not reportedly been diagnosed for peripheral vascular disease and has no known complicating factors to prevent the mynx device from performing as intended. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.